Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft middle section was detached/separated. The suture string was returned loaded and cut in the device and the suture hole was found torn. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the problems found are issues that could have been generated by the user or due to the interacting of the device with the suture string or other devices and incorrect manipulation of the catheter during procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporaion that a polaris ultra ureteral stent was used during a ureteroscopy procedure, performed on february 24, 2021. According to the complainant, during unpacking, it was found that the middle connection had broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure, performed on (B)(6) 2021. According to the complainant, during unpacking, it was found that the middle connection had broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.